Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0n11v, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4). Product type programmer, patient. (B)(4).

Event description:
It was reported the patient received assistance from patient services and their concerns were resolved. An appointment date of (B)(6) 2014 was noted.

Event description:
It was reported that there were no complaints or issues with the stimulation or therapy until the day of the report. On the day of the report, the patient walked into a store and it ¿felt like someone had increased her stimulation a little but then it went away.¿ when leaving the store, the stimulation increased so high it knocked the patient to her knees. The patient noted it ¿felt like the stimulation had increased times 10¿ and that ¿it was like getting shocked from her belly button down.¿ in addition to shocking or jolting sensation, the patient experienced tingling. The shocking reportedly gradually went away while on the car ride home. When the patient got home, she turned the stimulation down so that ¿her insides can calm down.¿ however, since the patient turned down stimulation, she had a return of symptoms. The patient reportedly was going to wait for a while and slowly increase stimulation. It was noted that the patient did not receive a therapy guide. Follow up is being conducted to obtain patient outcome. A supplemental report will be sent if any additional information is received.